Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned and investigation completed on 25-jul-2019 with the following findings: on investigation, the complaint date was (B)(6)-2016 and the black box data revealed the pump was in service until (B)(6)2017 causing the data from the time of the complaint to be overwritten. Existing data did not show any evidence of call service alarms. The pump was exercised during investigation without duplication of alleged call service alarms. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting unspecified alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow up # 1 date of submission 10/04/2016 ¿ correction: the serial number for this pump is (B)(4).